Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a de novo, moderately calcified, mildly tortuous mid-left anterior descending coronary artery that is 75% stenosed. When inflating and deflating the indeflator 20/30, the gauge would not rotate, and pressure could not be applied. The indeflator was connected to a coronary balloon. Leaking was also noted inside the indeflator. A new unspecified device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The device was not returned for analysis; therefore, it is unknown what may have caused the reported leak. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.